Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks after being implanted, the implantable cardiac monitor (icm) was poking through the skin and fell out. The icm is no longer in use. No patient complications have been reported as a result of this event.